Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer provided quality controls (qc) data, which indicated results were within range. A siemens customer service engineer (cse) was present at the customer site. Siemens is investigating the issue.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on one patient sample on dimension vista 1500 instrument. The initial discordant result was flagged by the instrument and was not reported to the physician(s). As per the dimension vista 1500 operators guide: " below panic range [e532]: "the result is below the laboratory defined panic alert level. Follow laboratory specific procedures for reporting panic values." The sample was repeated on the same instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca result.

Manufacturer narrative:
Additional information (11/06/2016): a siemens headquarter support center (hsc) reviewed the instrument data. The hsc discovered that the sample recovery was lower after sample addition when compared to the other samples in the data set; however the reagent delivery was steady among all samples. The hsc also noticed that the customer ran a precision testing on the sample, which passed. Prior to the date of the event, the ca method was calibrated and quality controls were ran, which passed. The hsc review indicated that the cause of the issue is related to a sample specific interference with the initial result, however the exact cause of falsely depressed calcium (ca) result is unknown. The customer reported no further issues. The instrument is performing according to specifications. No further evaluation of the device is required.